Event description:
The manufacturer was made aware that a user alleges that a thermal event occurred to her bi-level continuous positive airway pressure device. The user was not using the device at the time of the event. There was no patient harm or injury. Multiple attempts have been made to get the device back for evaluation. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer has made numerous requests for more information and the return of the device(s) for investigation. No additional information has been provided and no product has been returned for investigation. There was no patient harm or injury reported with this event. The bipap auto with bi-flex system delivers positive airway pressure therapy for the treatment of adult obstructive sleep apnea (osa) only. If you are using oxygen, your device must be equipped with the respironics pressure valve. Failure to use the pressure valve could result in a fire hazard. If oxygen is used with the device, the oxygen flow must be turned off when the device is not in use. This device meets ul and iec requirements for flammability. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. There was no patient harm or injury associated with this event. Based on the available information, the manufacturer concludes no further action is necessary at this time. If further information is received, or if the device(s) are returned for investigation, the manufacturer will submit a supplemental report.